Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he went to the emergency room due to diabetic ketoacidosis the year prior to the call. The customer reported that the high blood glucose level was due to a site issue. The customer also reported that the insulin pump has rejected batteries and had no delivery alarms. The customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.